Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #: 1627487-2017-07957, reference MFR report #: 1627487-2017-07958. It was reported that the patient was experiencing overstimulation at the ipg site. In turn, the patient's leads tested for invalid impedances. As a result, the patient underwent surgical intervention wherein both leads and ipg were replaced.